Event description:
It was reported that the patient received inappropriate therapy while in clinic for follow up. Upon reviewing stored egms, low, high voltage impedance, p wave oversensing and aborted shocks were observed. Lead revision is scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted and replaced.